Event description:
It was reported that the right ventricular (rv) lead exhibited a slow rise in superior vena cava (svc) and defibrillation coil impedances. An alert was triggered for high impedance on both coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).